Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 pictures of an used perifix one 0,84mm (20g) 80mm p out of a perifix one 401 filter set in open packaging. The pictures show that the perifix catheter is shorn off. The shorn off area is slanted and shows a smooth structure. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume a fault during the application process and we consider the complaint as not confirmed. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. After checking the respective documentation of the production (shift protocol, results of self-control and in-process control of the workers, machine documentation, cleaning protocol, etc.), no deviations were found in the period. Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter-damaged-broken. Introduction of the tuohy needle at level l4-l5 into the epidural space found at 7.5 cm from the skin, then insertion of the catheter into the needle without difficulty. When withdrawing the needle, the anesthesist has found a breakage (irregular tear appearance): 12cm into the epidural space. Prolongation of the hospitalization to extract the fragment by laminectomy under general anesthesia. Patient has not presented any complications to date (4 days after intervention).